Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for further evaluation. A verathon technical service representative evaluated the returned baton where they were unable to duplicate the reported disappearing image issue. When the baton was connected to a test video monitor, the image produced was stable and clear with good color rendition. Since the customer received a replacement video baton, the returned device was scrapped. No further investigation required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently. The procedure was completed using another video baton, which was made available within ten (10) minutes. No harm to the patient or user was reported.